Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. The procedure treated the 90% stenosed target lesion located in the calcified and moderately tortuous distal right coronary artery. Pre-dilation was performed with a 2.5x15mm non-bsc balloon and then a 3.0x30mm non-bsc stent was implanted. Next a 3.0x8.0mm nc quantum apex balloon was advanced for post dilation and inflated to 12 atms for 10 seconds, 16 atms for 10 seconds and then on the third inflation the balloon ruptured at 20atms. The procedure was completed with a 3.25x12mm nc non-bsc balloon. No patient complications were reported and the patient status is good.

Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. The procedure treated the 90% stenosed target lesion located in the calcified and moderately tortuous distal right coronary artery. Pre-dilation was performed with a 2.5x15mm non-bsc balloon and then a 3.0x30mm non-bsc stent was implanted. Next a 3.0x8.0mm nc quantum apex balloon was advanced for post dilation and inflated to 12 atms for 10 seconds, 16 atms for 10 seconds and then on the third inflation the balloon ruptured at 20atms. The procedure was completed with a 3.25x12mm nc non-bsc balloon. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Update: device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes. Device evaluated by manufacturer: magnified inspection revealed a longitudinal tear in the balloon wall on the distal end of the balloon. The balloon presented no irregularities in the balloon material that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).